Event description:
It was reported that when using the bd pyxis¿ es server multiple users at yvmc were unable to access the new pyxis es link. Users received an unable to authenticate message when attempted to log in from desktop systems; however, they were able to successfully log in directly at the pyxis machines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.